Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for use. However, during inflation at the target lesion, the balloon was broken. The procedure was completed without any patient complications reported. It was further reported that the balloon ruptured during the first inflation at 12 atmospheres. The device was simply pulled out from the patient and the procedure was completed with another of the same device. The patient's status post-procedure was fine.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for use. However, during inflation at the target lesion, the balloon was broken. The procedure was completed without any patient complications reported.